Event description:
The customer reported to olympus the distal cover came off in the patient's airway at the bifurcation. A laryngoscope was used to retrieve the distal cover. The customer also reported there was a separate incident where the technician was putting on the cap and she realized the perforation line on the cap was already torn. This event will be reported in (B)(4). A physician also reported to the facility, this issue is happening at other facilities as well. This event will be reported in (B)(4). This event includes 2 reports: (B)(4): tjf-q190v, 2022707. (B)(4): maj-2315, h1x08. This report 1 of 2 for the distal cover found in the patient's airway for (B)(4): tjf-q190v, 2022707.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00029.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. B5 updated.

Event description:
Additional information received from the customer: the customer reported anti-fog agents are not used. Lubrication is used on the endoscope prior to insertion of the endoscope into the patient's mouth. The endoscopy technologist attached the distal cover to the endoscope and inspected the distal cover while pulling and twisting it to test it. There was no movement noted and no damage to the cap noted prior to the procedure starting.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following.: a) the distal cover a was broken due to adhesion of lubricant. B) temporary irregularity such as adhesion of foreign material to the distal end after inspection prior to use. C) physical stress was applied to the distal cover a after attached to the subject device and inspected. D) unexpected stress such as load of friction by twisting, pushing, and pulling the cover in body cavity was applied to the distal end during the procedure. Olympus will continue to monitor field performance for this device.